Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification: no observed on the device. Whit lot number 2917740. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. The device has been explanted. Healthcare professional additionally reported "any creases" and "calcified capsule." Device has been explanted, replaced, and discarded. Patient also underwent total capsulectomy.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional, updated right capsular contracture to baker grade iii/IV. And additionally reported, "any creases" and "calcified capsule".